Manufacturer narrative:
The device was not returned to olympus for evaluation. Due to no device return, a physical evaluation could not be performed. If additional information or the device becomes available at a later date, the investigation shall be updated appropriately. A review of the assembly procedure, all parts are inspected prior to consumption in the assembly process, then functional checklist is performed where motor and blade activation are tested in conjunction. Due to this, it is likely that the device was shipped free from damages. This suggests that the damages possibly incurred were as a result of transportation or use. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported that in the middle of a sinus surgery when the user activated the handpiece, a noise like the motor was spinning but not the blade. There was a 20-30 minutes delay. The procedure was completed using an alternate device. There was no patient injury reported.